Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. (B)(6). The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. For this reason, evaluation code 11 has been referenced in the conclusions. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the doctor stated at the time of opening the angio-seal device package, it was empty. There was no occlusion device. The patient's condition was reported to be ok. Additional information was received on 10jan2020. The procedure performed was a percutaneous transluminal coronary angioplasty (ptca). A pre-deployment angiogram was performed. Manual compression was used to achieve hemostasis. The patient's condition was good.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. With no return of the actual device, the exact cause of the reported event cannot be definitively determined based on the available information.